Event description:
The device has been returned to the manufacturer for analysis. The device registration system indicates that the patient has expired. Several attempts to obtain cause of death from hcp were attempted without success. It is unknown if an autopsy was performed. The hcp reported that the patient was receiving compounded baclofen; bupivicaine; morphine and droperidol. Last pump refill was in 2006. No cause of death is available.

Manufacturer narrative:
Final device analysis reveals normal device function - no anomaly found. Drugs found in the pump were morphine, baclofen and clonidine.